Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated she was getting electrical shocks in the leg which started today [(B)(6) 2025]. The patient stated it happened randomly and was not positional. The patient stated she was very sore and could not tell if it was hot or not. The patient stated her hands were in a carpal tunnel brace as she tried to feel the site of the device to see if warm or not which the patient stated yes it was. The patient stated she was having surgery on friday the (B)(6) for repositioning of the pump. The patient stated she bent over and when she came up kind of fast and rear ended her butt cheek at the pump on the rear side mirror of the car and she hit it hard where they almost went down on her knees and it had been tender ever since. The patient did not know that all took place. The patient stated the nurse went to put medicine in and had difficulty. The patient stated the nurse had trouble filling the pump and stated it had tilted. The agent asked if the pump had been checked since they bumped the pump location and patient stated no, they didn't touch it and they did not feel it, just attempted to fill which was july 17 so had to have happened sometime in july where they bumped the pump area. The patient was redirected to their healthcare provider to further address the issue. The patient stated she also saw a physician assistant and provided their name.